Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal post-implant patient follow up, it was noted that this left ventricular (lv) lead presented with loss of capture. The electrophysiologist decided to perform further testing on this lead in the catheter lab. It was discovered via chest x-ray that the lv lead had dislodged. A revision was performed and the lv lead was repositioned. No additional adverse patient effects were reported.